Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06794. It was reported that the patient complained of pain near the site of the pacemaker. Additionally, the patient had high capture thresholds on the atrial lead following an unrelated surgery. As a result, the device was moved to a sub-muscular position and the atrial lead was explanted and replaced. The patient was in stable condition with no complications.